Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone low blood glucose reading of 42 mg/dl. Customer declined to troubleshoot for low blood glucose reading. Low blood glucose reading happened during exercising. Insulin pump will not be returning.